Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2019. According to the complainant, the "kep" wire was loose and reverse in the trigger position. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Based on the limited information available, this event has been interpreted as the bands deploying in reverse order.

Manufacturer narrative:
Block h6: problem code 1484 relates to the reported issue of bands prematurely deployed. Problem code 2610 relates to the reported issue of bands failed to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was partially rolled in the handle assembly; however, there was no evidence that it was secured in the handle slot. It was also noted that the slack on the trip wire was not removed properly during the device setup. The suture loop was intact and a crimp was present on the tripwire. It was possible to observe that the suture was partially unloaded from the ligator head. The bands were returned attached on the ligator head no damaged found. The suture hole was torn while the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event was not confirmed. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Additionally as per the device condition, it is most likely that the slack was not removed properly as mentioned in the instructions for use. Not securing the trip wire in the handle slot could have cause the wire to slip during deployment, leading to the failure to pull the slack out of the trip wire because of the lack of tension.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2019 according to the complainant, the "kep" wire was loose and reverse in the trigger position. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Based on the limited information available, this event has been interpreted as the bands deploying in reverse order.